Manufacturer narrative:
The returned cs29 was visually examined and functionally tested. Visual examination showed that the device had been fired across an existing staple line. The cs29 is not intended to be fired across anything but tissue. This was the cause of the incomplete anastomosis, and may have been the cause of the difficulty in getting into firing range as well. During the evaluation, the device was re-loaded with staples and fired; it produced acceptable staple formation and a clean cut in the test medium. Evaluation summary: the cs29 was reloaded with staples, it calibrated normally, opened fully, closed for firing range, fired staples into four layers of red colon foam, and staple formation was acceptable. Unit did not experience any difficulty getting into firing range and opening fully. The staple markings on the cut ring revealed that cs29 knife cut through a staple line and these staples may have prevented the knife from retracting to its original position after completing the firing sequence.

Event description:
During the firing of a cs29 stapler in a sigmoid colectomy procedure, the device could not easily be brought into firing range. After the device was fired, it was observed that the anastomosis was incomplete. The anastomosis was reinforced by suture. The patient's health was not adversely affected by the procedure.